Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh and solyx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) - urinary problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to pop and sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and dyspareunia.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh removal due to erosion on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient code: (B)(4)- urinary problems, bowel problems, extrusion. It was reported that following insertion the patient experienced urinary problems, bowel problems, extrusion and vaginal scarring.